Event description:
The core universal driver was sent in for analysis because metal shavings were coming out it of during a procedure. The surgical site was irrigated as a precautionary measure; there was no medical intervention as a result of this event. Another device was used to complete the procedure. No procedure delay was reported, no further intervention was reported.